Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt a "sinking feeling" during episodes of right ventricular [rv] lead noise that were seen on the patient's electrogram. It was also reported that after reprogramming was performed, the rv lead exhibited noise and oversensing. The rv lead polarity was then changed to bipolar pacing in an effort to resolve the noise and oversensing. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.